Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd.

Event description:
Edwards received notification that this (B)(6) y-o patient with a perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of one (1) years and two (2) months due degeneration leading to severe intraprosthesis regurgitation. The patient was stable at hospital.

Manufacturer narrative:
As reported, the cause of degeneration could be related to mishandling during the initial surgery. It was also reported that there was avulsion of one prosthetic cusp.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.